Event description:
During an examination, the dr noticed that one of the needle broke at location just below just below the clavicle. Needle did not break at the hub, it broke at 2/3 length of the needle. The broken needle could not be removed readily, surgeon has to do insertion to remove it.